Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for dehydration and elevated lactate dehydrogenase of 3631. An echocardiogram was obtained that showed small left and right ventricles. The patient was given intravenous fluids and the volume depletion resolved on (B)(6) 2021. The patient reported having worsening shortness of breath on exertion for the last several days. Plasma free hemoglobin was obtained that was less that 10 g/dl (?). A computed tomography scan of the patient's chest and abdomen was obtained that showed a persistent non-occlusive thrombus to the outflow graft. It also showed metastatic disease to the liver pancreas and lymph nodes. The patient had a history of follicular lymphoma and colon cancer. The patient had a liver biopsy on (B)(6) 2021, which would inform whether the site would proceed with outflow graft stenting. Following the biopsy procedure, the patient experienced shortness of breath, and their heartmate device developed low flow alarms and a drop in pump speed. Doppler pressure was obtained that was 70/0. This event required initiation of inotropes (epinephrine), intravenous fluids, and transfusions of 2 units of packed red blood cells as hemoglobin and hematocrit had dropped from 9.2 and 28.2 to 6.7 and 21.9. The patient was also given oxygen to treat their dyspnea. This was reported as possibly related to the patient's dehydration or the thrombosis of the outflow graft, and no overt signs of bleeding were noted on a computed tomography scan. A right heart catheterization revealed the patient was hypovolemic. On (B)(6) 2021, the patient stabilized and inotropes were stopped. The patient also received a heparin drip for the thrombus. There were no changes to the patient's condition or medication regimen that could have contributed to the formation of thrombus in the outflow graft. Outflow graft stenting was not completed and the patient was discharged to home hospice care on (B)(6) 2021 due to their diagnosis of stage IV liver cancer with limited life expectancy. The patient was instructed to take lovenox, coumadin, and aspirin at home. The patient passed away on (B)(6) 2021 due to their liver cancer. The death was not related to the device. No autopsy was performed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the patient's hospitalization on (B)(6) 2021, the patient experienced acute blood loss anemia. A colonoscopy showed diverticulosis which was considered the most likely cause of the bleeding. No additional information was provided.

Event description:
The patient passed away on (B)(6) 2021 due to cancer. The death was not related to the device and there were no reported device or therapy issues that could have contributed to the patient outcome.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported device thrombosis, dehydration, elevated lactate dehydrogenase (ldh), dyspnea, metastatic disease, hypotension, and patient outcome could not be confirmed. While low flow events were noted, low flow alarms could not be confirmed through evaluation of the submitted log files. A decrease in speed could also not be confirmed. The account believed that the reported low flow alarms, speed decrease, dyspnea, and hypotension were related to the patient¿s dehydration or the reported device thrombosis. However, a correlation between (B)(6) and the reported hypovolemia, elevated ldh, dyspnea, metastatic disease, hypotension, and patient outcome could not conclusively be determined. The account reported that the patient expired due to liver cancer. The submitted system controller event log file contains data from (B)(6) 2021 and showed a small number of transient low flow events with no associated alarms. The system appeared to function as intended at the set speed. Of note, this log file did not include information from (B)(6) 2021, the day of the reported decrease in speed. The patient ultimately expired on (B)(6) 2021. No autopsy was performed and the device was not explanted for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including device thrombosis, hemolysis, bleeding, and death. This section also provides an explanation of all pump parameters, including speed and flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also lists hypovolemia as a potential late postimplant complication. Additionally, this section provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook (rev. C): section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions.the emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.